Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating excessive air bubbles in reservoir during filling. Customer's blood glucose was 138 mg/dl. Customer believed that air bubbles were coming from o-ring. Issue was resolved with reservoir change. Customer was advised that reservoir would be replaced.